Manufacturer narrative:
Sections with additional information as of 24-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for error message (e-3). During the call, blood tests were performed by the customer non-fasting and produced e-5 error message with coordinator and lo blood glucose test result with technician using true metrix air meter. The customer was concerned with the lo blood glucose test result obtained. The customers expected am fasting blood glucose test result is 120 mg/dl and expected pm fasting blood glucose test result is below 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 01/20/2024 and open vial date is 01/2023. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 15-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.